Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie pocket was failed and duplicate address was detected. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.